Event description:
It was reported that "the needle (the metal part) has detached from the plastic ll connection during the puncture of the vein singularis externa. The metal part could be removed from the patient. The patient was not harmed." At the time of this report the patient remained hospitalized for surgical complications.

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened cvc kit containing introducer needle and syringe for analysis. Both components showed evidence of use. Visual analysis revealed that the needle cannula had become completely dislodged from the needle hub. There was a small amount of adhesive residue observed on the needle cannula, but none in the needle hub. This signifies that manufacturing likely caused or contributed to this event. The needle cannula outer diameter measured 0.04985" which is within the specification limits of 0.0495-0.0505" per the cannula graphic. The inner diameter of the hub measured .059" which is within the specification limits of .0585"-.0605" per the hub graphic. The needle cannula was able to be easily removed and re-inserted into the needle hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states: "do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." The reported complaint that the needle cannula detached from the hub was confirmed through complaint investigation. The needle cannula had become completely dislodged from the needle hub. There was a small amount of adhesive residue observed on the needle cannula and inside the needle hub. This signifies that manufacturing likely caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the needle (the metal part) has detached from the plastic ll connection during the puncture of the vein singularis externa. The metal part could be removed from the patient. The patient was not harmed." At the time of this report the patient remained hospitalized for surgical complications.